Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was no provided. A correction bolus and a manual injection of insulin was given to address the bg. The customer loaded a new cartridge to resolve the issue.